Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Pt presented to lab for new leads due to rv lead intermittently not working due to low impedance; upon venogram it showed crush at area of left clavicle. Both leads cut and capped and new leads implanted.

Manufacturer narrative:
Combination product: yes.